Manufacturer narrative:
The customer did not experience any further issues. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable high vitamin d total results for two patient samples from cobas 8000 cobas e 602 module serial number (B)(4). Patient 1 initial result was over 175 and the repeat result was 70. Patient 2 initial result was over 175 and the repeat result was 32. No unit of measure was provided. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The customer used both reagent lot 356555 and 317122.